Event description:
The customer reported that they were hospitalized for high bgs and dka a year ago. The customer woke up on camping trip and the screen was blank. The customer tried to reprogram the pump and called the dr. It was reported that the customer has been off pump since then.